Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months post filter deployment, the patient developed shortness of breath with chest pain and computed tomography (CT) revealed tiny pulmonary emboli to left upper lobe. After seventeen days later, computed tomography (CT) revealed the vena cava filter apex 2.1 cm inferior to the left renal vein and 2.6 cm inferior to the right renal vein origins. The apex of the filter was tilted anteriorly by approximately 13 degrees and abutted the anterior inferior vena cava wall. Several of the struts appeared to perforate beyond the inferior vena cava wall. Left anterolateral struts perforated by approximately 7mm and abutted the right anterolateral wall. The remaining structures extended beyond the vena cava wall with no involvement of adjacent structures. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and unintended movement. However, the investigation is unconfirmed for filter tilt as the medical records state that the apex of the filter was tilted anteriorly by approximately 13 degrees. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.